Manufacturer narrative:
(B)(6). The actual device was not available; however, two photographs were received for evaluation. Visual inspection of the photographs appeared to show a gap between the titanium adapter and the sleeve, however, it was not possible to confirm a connection issue based on the photographs. Visual, functional and dimensional testing on the actual sample would be required to confirm the reported problem. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2 piece titanium adapters were unable to connect tightly. This was identified when the nurse was checking the adapters prior to connecting to a patient. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.